Event description:
Hosp advised at 16:02, a bag containing 202.5mls of methotrexate plus overfill, per the pharmacist, was set up to infuse. The rate for the first hour was set at 20.2cc/hr. And the volume to be infused (vtb) set at 202cc. At 16:30 the nurse returned to the room and found the bag empty. User looked at the volume infused and it displayed 9.5mls. There were two channels set up on the programming module at the time. Methotrexate was set up to infuse on channel a. The pt was transferred to the intensive care unit and was given fluids an unspecified medications. Labs were drawn and the pt was monitored. Pt subsequently stabilized. User was a "floater" nurse.